Event description:
Hospital advised that a 1000cc bag of 5fu concentrate of 3,260mg, was set up to infuse at 12:00 p.m. At a rate of 22cc/hr on channel b. The container emptied in approximately 25 hours. The patient is doing well, no blood tests were performed after the event. There was no consequence to the patient.